Event description:
Reportedly, during the intraocular lens (iol) implant procedure the iol haptic became stuck in the injector, and it was unable to eject. Surgeon was unable to proceed without an iol, therefore, patient was left aphakic. Additional information has been requested but not yet received. This report reflects injector 2 of 3. Reference report numbers: 0001313525-2024-00122 and 0001313525-2024-00124.

Manufacturer narrative:
Although requested, the device was not returned for evaluation and additional information regarding the event was not provided. A review of the device history record (DHR) did not identify any anomalies or nonconformities that could be related to this event. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Based on the available information, the root cause could not be conclusively determined; however, user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event.